Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the vari-stim was working but quit working after 5 minutes; it ¿just stopped¿. There was no reported patient impact.